Event description:
Customer reported via phone, the insulin pump had alarmed unexpected restart and the buttons were not working. Customer's blood glucose was 80 mg/dl. Troubleshooting for unexpected restart was not possible due to the keypad anomaly. Troubleshooting for keypad anomaly was performed. Customer's blood glucose was 280 mg/dl. The up and the act buttons do not work. Customer was outside in hot temperature. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to partially detached end cap, unresponsive up arrow button due to corroded keypad traces, debris was found under the display window and traces of corrosion found at the motor assembly per our visual inspection. However, the insulin pump passed self test and displacement test. No unexpected error alarms noted. The insulin pump was received with cracked case at the display window corners, cracked display window, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.